Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in non-tortuous and mildly calcified cephalic vein. A 8.0 x 60, 75 cm mustang balloon catheter was advanced for dilatation. Inflation was performed two times. First inflation was at 10 atmospheres (atm) and second inflation at 6 atm. However, during the second inflation the balloon burst out before it reaches the nominal pressure. The procedure was completed with another of same device. No patient complications reported and the patient status was stable.